Event description:
It was reported that surgical intervention was undertaken. This device was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced significant pain from the device at the site of the pocket. The patient vomited as a result of the pain. The physician plans to explant the device and implant a transvenous system on an unknown date in the future. This device remains in service. No additional adverse patient effects were reported.